Manufacturer narrative:
The clinical application specialist (cas) went onsite and checked the alarm configuration on each monitor and pic ix to see if it was according to what the client asked. The cas made the necessary changes. The cas determined the issue was caused by a configuration issue of the pic ix, and there was no malfunction of the pic ix device. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the standardization shows failures: some alarm values do not correspond to the one requested. It unknown if the device was in use at time of event and no patient harm was reported.